Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The parent of a customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 268 mg/dl at the time of incident. Troubleshooting found that the pump keypad buttons are not responsive and the pump had multiple alarms in the pump history. Customer also indicated that they were in the hospital for high blood glucose of 500 mg/dl and diabetic ketoacidosis. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed the motor test. No damage in the keypad assembly noted. No unlocked j2 lcd keypad connector during our visual inspection. The insulin pump passed the displacement accuracy test.